Event description:
Per the clinic, the patient experienced skin overgrowth as well as an infection at the abutment site. Subsequently, the patient underwent a procedure on (B)(6), 2014, to excise the excess skin and drain the site. On the same day, the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.